Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to press the button properly, removed the pump from the case for easier access, and despite the persistent issue, a replacement pump was arranged by technical support since the current pump was out of warranty.